Manufacturer narrative:
A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. D6b - unk. H4 - unk. (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's left eye (os). Inferior dislocation was observed. Reposition is planned. Additional information has been requested but none has been forthcoming.